Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure due to normal eri, the right atrial lead was replaced due to noise episodes, no defect was noted during explant. The patient is in stable condition.